Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the user¿s ignorance or the user not paying attention to the hour meter/labeling associated with lamp usage times. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. However, a field service engineer was on site and repaired the device. The fse uncovered the led on the front panel of the unit had activated to indicate that the safety lamp was working (customer interpreted that it was a failure with the safety lamp). The fse replaced the main/xenon lamp, reset the hours of use counter, and explained to the users how to detect it before it can happen again. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a failure of the safety lamp on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.